Event description:
Product analysis for the tablet serial cable was completed and approved on 01/12/2016. An analysis was performed on the returned usb to db9 cable and two disconnected wire connections in the returned serial cable were found. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported on (B)(6) 2015 that the physician was receiving a "failure to open port" message. This issue was attributed to faulty connector wires and the cable was replaced. This was verified to have resolved the problem. The cable was received for analysis on (B)(6) 2015. Analysis is currently underway but has not been completed to date.